Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The device was returned to the manufacturer's service center for further evaluation, observed there were eleven error code found. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. And there was no visible foam degradation. And secondary findings was observed. The manufacturer is submitting a final report at this time. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. Box d: device serviced by third party, device avail for eval, date returned? And device evaluated by mfg has been updated.